Event description:
It was reported that the patient is requesting a replacement of his inflatable penile prosthesis(ipp) after six years due to erectile dysfunction. An MRI indicated loss of fluid from the balloon due to a leak. A patient outcome of stable was reported.